Event description:
It was reported to philips that the output for the capacitor fell outside product specification. There was no report of patient involvement. The customer requested assistance from a philip remote service engineer (rse). Per the rse the device noted that the capacitor output was outside product specifications. Due to the noted issue, a therapy capacitor was ordered to return the device to working condition. Based on the investigation, it was determined that it was a malfunction of the therapy capacitor. Due to the noted issue a new therapy capacitor was ordered to resolve the noted issue. No further investigation or action is warranted.